Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received information, the ventilator generated a technical error code indicating power error, ambient air temperature sensor range error, turbine module communication error, air humidity (rh) sensor range error, o2 evacuation fan error, internal leakage test, pressure transducer test, safety valve test and o2 cell test failure during pre-use check. Dc/dc & battery control board was replaced to resolved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Turbine module communication error shall be triggered when the blower status message timestamp has not been updated for more than 3s and 13±2 s has passed after power on for the system. Ambient air temperature sensor range error shall be activated when the ambient temperature metric is outside the range 0-55°c. Air humidity (rh) sensor range error is activated when the rh metric is outside the range 0-100% power failure plus 5 volts insp too low svt alarm is activated if the +12v_insp voltage reported from the power subsystem has been <10.8v for more than three seconds. Power failure + 5 v to inspiratory flowmeter too low is activated if the +5v_insp voltage reported from the power subsystem has been <4.5v for more than three seconds power failure minus 12 volts insp too high svt alarm shall be triggered by mon subsystem if the -12v to inspiratory flowmeter voltage reported from the power subsystem has been >-10.8v for more than three seconds. O2 evacuation fan error, alarm shall be activated when the power supply subsystem indicates an error on the o2 evacuation fan. Dc/dc & standard connectors printed circuit board convert and supply required internal voltages, control switching between mains power supply and external 12 v battery, and hold a number of standard connectors. Unfortunately, the device¿s logs were not available for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to dc/dc & standard connectors printed circuit board.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated technical error codes indicating power error and turbine module communication error. There was no patient harm. Manufacturer's ref. #: (B)(4).